Event description:
Preoperative diagnosis: bladder/urethral pain with urgency, frequency and nocturia s/p (status post) solyx sling. Postoperative diagnosis: bladder/urethral pain with urgency, frequency and nocturia s/p solyx sling. Procedure performed: removal of suburethral mesh cystourethroscopy.